Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A distributor contacted physio-control to report that the device from one of their customers had depleted its battery prematurely. During device evaluation, physio-control observed from the device data download that the device had suddenly depleted its battery on (B)(6) 2015. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device and observed that the digital pcb assembly caused the battery to deplete prematurely. The digitial pcb assembly was evaluated and it was determined that the cause of the reported issue was due to an electric short; a capacitor, designator c178 on the digital pcb assembly caused excessive off current. A replacement device was provided to the customer under warranty.